Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had an MRI about a month ago and since then, had the doctor screen and couldn't recharge. Patient's device was now in overdischarge. Per the patient, this was the second time. The rep tried to interrogate the ins with physician programmer and the recharger without success. It was planned to trickle charge and then recharge to clear the device on (B)(6) 2017. No symptoms were reported and the issue was not resolved at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a trickle charge was performed on (B)(6) 2017. The device was recharged and functioned as expected after recharging. No further complications were reported/anticipated.